Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the incidence and causes of false positive diagnoses during remote monitoring with an implantable cardiac monitor (icm). It was reported that during the four-week study period, false positive transmissions occurred in 46% to 71% of the patients involved in the study. It was noted that primary causes of false positives for scheduled transmissions were due to signal dropout and undersensing. The devices remained in use. No patient complications have been reported as a result of this event.